Manufacturer narrative:
The patient sample was submitted for investigation. The following results were received: elecsys toxo igg: 139 iu/ml (positive) in-house neutralization assay: sample neutralizable elecsys toxo igg avidity: 67 avi% (low avidity) elecsys toxo igm: 0.752 coi (negative) recomline blot toxo igm: positive biorad platelia toxo igm: 3.25 od (positive) the customer's negative toxo igm results were reproduced with the elecsys assay, however, the results from 2 other manufacturers were positive. The sample was positive when tested for toxo igg. Based on the results produced during the investigation, the patient's sample is likely from an acute or recent infection with toxoplasma gondii which is captured by the elecsys toxo igg assay but not the elecsys toxo igm assay. Since a sample from an earlier date was not provided, it cannot be determined if a seroconversion with the elecsys toxo igm assay occurred and is already reversed in the sample provided or if the elecsys toxo igm assay did not capture the seroconversion. Product labeling states: "a negative toxo igm test result, also in combination with a positive toxo igg result, does not completely rule out the possibility of an acute infection with toxoplasma gondii: individuals at the early stage of acute infection may not exhibit detectable amounts of toxo igm antibodies. In some of these individuals an indeterminate or low positive result with the elecsys toxo igg assay may be found and indicate an early acute infection. A second sample should be tested e.g. Within 2 weeks. The detection of toxo igm and/or a significant increase of the elecsys toxo igg antibody titer in the second sample supports the diagnosis of acute toxoplasma infection. ¿ in some individuals toxoplasma igm-specific antibodies may revert to non-reactive levels within few weeks after infection with t. Gondii." The investigation did not identify a product problem.

Manufacturer narrative:
The e801 module serial number is (B)(6) . The serial number for the cobas pro module was not provided. Competitor method 1 is vidas biomérieux. Competitor method 2 is diasorin liaison xl. Competitor method 3 is abbott alinity. The sample was requested for investigation.

Event description:
The initial reporter questioned negative results for 1 patient sample tested for elecsys toxo igm (toxo igm) on a cobas 8000 e 801 module and a cobas pro module compared to positive results from competitor methods. On (B)(6) 2024 the result from competitor method 1 was 0.75 index (positive). On (B)(6) 2024 the result from competitor method 2 was 8.25 au/ml (positive). On (B)(6) 2024 the result from the e801 module was 0.71 coi (negative). On (B)(6) 2024 the result from the e801 module was 0.746 coi (negative). On (B)(6) 2024 the result from the cobas pro module was 0.712 coi (negative). On (B)(6) 2024 the result from competitor method 3 was 1.31 index (positive).